Event description:
While attempting to place filter via rt femoral route, guide wire became knotted in distal ivc. When attempting to remove it, the wire delaminated. It was eventually removed with a urethral grasper.